Event description:
The patient came in for elective surgery for gi bleeding. During the procedure the staples used to dissect the patient's sigmoid colon failed and came apart at the end where the colon was stapled. The laparoscopic procedure was changed to a partial open sigmoidectomy. Several reloads of staples were used with 2 different lot numbers and not sure which ones failed.